Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The thread of the setscrew was unable to engage and was noted as "skidded". The device was removed and replaced. No patient complications have been reported as a result of this event.